Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30 degree endoscope plus was found to have some pieces loose. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there was no patient injury. No further information was available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found the camera adapter was dislodged. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image is consistent with the customer reported complaint.